Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had new install out of box failure. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h6, h11. Corrected fields: h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, b5, d5, e1 (event site telephone), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. Corrected fields: d5, e1 (initial reporter, event site email), e2, e3, g2. The getinge field service engineer (fse) that discovered the issue found the shipping container had a larger hole in the side corner of the box. There was no evidence of physical damage on the exterior except for a broken p-clamp to secure the coiled cable to rescue unit. According to the date of arrival this device sat outside on the dock in below freezing weather for almost 2 weeks. Upon turning on the device the unit was goes into a continuous alarm and will not complete the boot-up process into the clinical mode. With reviewing the logs there were major fault code failures (58, 124, 137), tried reloading b.17 sw rev, recalibrated a couple of times and was not maintaining the correct barometer pressure. The drive manifold test had failing, the compressor tested had failed and autofill test had failed. This device will need further evaluation at later time to see if these issues were caused by the freezing weather. Reinvestigated cardiosave after the device had many days to acclimate to the build's temperature. Rebooted the device into clinical mode without any alarms of failures. Calibrated and functional tested without any further faults, failures or alarms. All work was performed on installation. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
It was reported that during installation by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had new install out of box failure. There was no patient involvement.